Event description:
It was reported that the patient developed major bleeding in the upper gastrointestinal tract on (B)(6) 2022 and was readmitted from (B)(6) 2022. Four to eight units of red cell concentrate were transfused on (B)(6) 2022 over 24 hours. The patient was on warfarin and aspirin and was treated with endoscopic hemostasis therapy. The patient had a documented history of recurrent gastric polyps in the bleeding site that could have potentiated the bleeding episode.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.